Event description:
It was reported that balloon rupture occurred. The patient presented with upper extremity vein stenosis caused by long-term dialysis. A 5.0 x 40, 75cm mustang balloon catheter was used for dilatation. However, the balloon burst before the working pressure was reached. Another device was used to complete the procedure. There were no complications reported and the patient status was stable.

Manufacturer narrative:
E1.initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with upper extremity vein stenosis caused by long-term dialysis. A 5.0 x 40, 75cm mustang balloon catheter was used for dilatation. However, the balloon burst before the working pressure was reached. Another device was used to complete the procedure. There were no complications reported and the patient status was stable. It was further reported that the balloon ruptured at 5 atmospheres upon first inflation, and the device was able to be removed.

Manufacturer narrative:
E1. Initial reporter facility name- (B)(6) (affiliated to (B)(6) hospital).

Manufacturer narrative:
Updated fields: d4. Lot number- from 0030784142 to 0029821413. D4. Expiration date-01/03/2026 to 07/24/2025. E1. Initial reporter facility name-hospital of special economic zone in pingtan (affiliated to (B)(6) hospital).

Event description:
It was reported that balloon rupture occurred. The patient presented with upper extremity vein stenosis caused by long-term dialysis. A 5.0 x 40, 75cm mustang balloon catheter was used for dilatation. However, the balloon burst before the working pressure was reached. Another device was used to complete the procedure. There were no complications reported and the patient status was stable. It was further reported that the balloon ruptured at 5 atmospheres upon first inflation, and the device was able to be removed.